Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2010 (B)(6); 5076-52 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high threshold. The lead was explanted and was replaced. It was also reported that the new lead was attempted, but could not be deep seated into a stable position. The lead was not implanted and was replaced with another lead which was smaller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.